Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned and evaluated by product analysis on 06/03/2015 with the following findings: device evaluation: the keypad was torn between the ok button and up arrow button. The ok button had normal response; the remainder of the buttons had inter mitten response. The keypad cover was removed for investigation and revealed contamination on the contacts of the keypad buttons. The battery compartment was cracked below the bumper pad and the display was dim/faded and discolored.

Event description:
The pump was returned for investigation. Investigation revealed a keypad issue and display issue and a damaged case. This report is made based on results of investigation completed on 06/03/2015.